Manufacturer narrative:
(B)(4). The investigation of this complaint is in progress at the time of this report.

Event description:
The complaint alleges that the " light source works intermittently." The alleged defect was detected during pre testing, not during patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The internal battery cartridge along with the light assembly chamber was also inspected with no report of visual damage. A matching fiber optic blade was assembled onto the handle and then engaged. The light would not energize. The handle was disassembled and the battery cartridge (pack) was visually inspected. Incorrect orientation of the two (2) double (aa) batteries was quickly noticed. The batteries were reinstalled into the cartridge with the positive ends of the batteries aligning with the positive (+) embossed symbol on the battery cartridge. The blade was reassembled and engaged for a second attempt. The light energized and was shining brightly without interruption. The reported complaint of intermittent lighting at test was confirmed based upon the sample received. The returned stubby handle did not work as a result of batteries oriented incorrectly. The defect was discovered prior to use on a patient. Therefore, based upon results of the visual investigation on the returned sample, it was determined that operational context caused or contributed to this event. (Con't) other remarks: the IFU for this product warns the end user to test the handle by, "connecting the laryngoscope blade to the handle and pull up to the on position. If the unit fails to light or flickers, check the lamp, batteries and the electrical contacts".

Event description:
The complaint alleges that the " light source works intermittently." The alleged defect was detected during pre testing, not during patient use.